Event description:
It was reported that the moisture would not wipe away yet the camera head image without the scope was crystal clear. They wiped the eyepiece and tip and nothing helped. A delay in the was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the moisture would not wipe away yet the camera head image without the scope was crystal clear. They wiped the eyepiece and tip and nothing helped. A delay in the was reported.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: moisture wouldn¿t wipe away confirmed failure: outer tube damaged (bent, dented) loose optical system third party repair uneven illumination/dark resolution probable root cause: ¿ laser welding seal failure ¿ distal/proximal window solder failure ¿ damage to optical train ¿ damage to needle ¿ damage to distal or proximal windows ¿ moisture intrusion ¿ end of life wear-out ¿ environmental disturbance: endoscope colder than dew point ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only) ¿ use error the failure mode will be monitored for future reoccurrence.